Event description:
It was reported the end of a pair of bipolar pliers and cable/ bad contact at the connection between the cable and the pliers were burned. No known impact or consequence to patient.

Manufacturer narrative:
Concomitant: tube diam 5mm 350mm; model # cev6795b; lot # 130304; mfg 3/27/2013. Bipolar insert 350mm mouiel; model #cev631-1a; lot # 130507; mfg 5/23/2013. Cable 4.5m bipolar erbe; model # cp393-3; lot # not provided; mfg unknown. (B)(4): the returned handle was analyzed by quality engineer. The burn of the plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). No issues or nonconformances were identified for the returned tube. For the bipolar insert, the electrode is on short circuit. We did not highlight any surface defects. The short circuit is probably the consequence of the electrical incident on the handle and cable. The cable connection area is burnt. The burn of the plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues).